Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported device was implanted after the expiration date. Patient additionally reported "pain in their chest wall and nerve pain." Device remains implanted. This record is for the right side.